Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa). A7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 6mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal tear in the balloon material was found. The tear began at the distal markerband and it extended proximally along the balloon for a total length of 24mm. No issues were noted with the balloon material or markerbands which could potentially have contributed to the tear. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery (cfa). A7.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 6mm mustang balloon catheter. No patient complications were reported and the patient's status was good.